Manufacturer narrative:
Device evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. The pump was very noisy, the enclosure was stained red in the water tank, both covers were cracked, the micro switch was broken, and the line cord was worn. The broken micro switch reported by the customer was confirmed. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established.

Event description:
It was reported that the micro switch on the level 1 hotline low flow system (hl-390) was broken. No patient injury or complications were reported in relation to this event.